Event description:
It was reported that the patient developed retinal detachment in one eye approximately four to five months after bilateral crystalens implantation. The patient reportedly underwent laser surgery to re-attach the retina and is presently under the doctor's care. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.